Event description:
End user fell when the quad cane (model 7827) snapped in two about halfway down through one of the adjustment holes. End user sustained bruising and pain in her right arm and shoulder. End user did seek medical attention.